Event description:
It was reported that a power groshong catheter was leaking and was subsequently removed from the pt. It seems to be leaking from a hole which started to leak shortly after insertion.

Manufacturer narrative:
The complaint of a leak in the catheter was confirmed, but the exact cause is unk. Fluid leaked through a semi-circumferential split that was found near the 42 cm depth mark in the 5 fr s/l power groshong tubing. The leak sites were located approx 1.9" from the distal tip of the white molded hub. The catheter may have been in a location that was vulnerable to kinking, which may have been a factor in split tubing; however, the exact mechanism of damage is unk. A chr was not completed since the lot info was not provided by the complainant.